Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received blank display due to moisture damage on the electronics. Analysis was unable to verify audio/beep anomaly or constant tone due to blank display anomaly. The insulin pump was received with cracked display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display, audio/beep anomaly, and damage. The customer's blood glucose was 160 mg/dl at the time of the call. The customer stated that the insulin pump was bumped and now has crack on top corner of the screen. The blank display occurred after battery change. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery. The constant tone occurred during blousing. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.